Event description:
This hospital uses the roche accu-chek inform glucometer that can read bar codes to identify the patient. The use of the bar code technology began in june, 2005. It is possible to scan bar codes other than the patient's armband ID and activate the glucometer. Staff has scanned other facility armbands, discharged patient chart labels (causes billing error leading to our discovery of the problem) and the room mates in semi-private rooms were mixed up as well. This problem has been seen in several of our sister system hospitals. The issue most often is related to isolation patients when the staff does not want to take any more equipment than necessary into the room and contaminate it. The staff will scan a "remote" bar code on another document and then enter the patient's room. This is not positive identification of a patient. The possibility is strong that a patient will either receive incorrect insulin (not their test result) or will not get the insulin they need thereby compromising either patient's condition. An engineering control could be easily placed in the glucometer software to help correct the inaccurate scanning. The staff tends to scan the "remote" document as the order of the setup process does not make the patient's ID the last thing to complete before doing the test. Current process is the staff must first enter the patient ID by scanning the bar code then scan the test strip. If this order was reversed, the test strips could be left out of the isolation room but be scanned (bar code on the container, not the strip) and the staff could then ID the patient's armband bar code at the bedside. This would be a safer practice. The company has resisted making this change.